Event description:
The customer reported via phone call that she just received a battery out limit alarm on the insulin pump. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that the pump is alarming at the time of the call. Customer was assisted with clearing the alarm and reprogramming the time and date. Customer also had a no delivery alarm yesterday during the priming process. Customer was still working with the same infusion set and reservoir. Customer took the battery out to resolve the alarm. Customer was unable to troubleshoot at the time of the call. Customer was not feeling well and will call back when she feels better. Customer was advised to do a complete set change as soon as possible. Customer also had a keypad anomaly and the act button was unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.